Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a flapfix was moved. The surgeon used flapfix for the cranioplasty on (B)(6) 2013. The surgeon checked the fixation and finished the operation. After the operation, the surgeon found the inserted bone flap was moved, so he did the revision the next day. The article was received and sent for investigation. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports that the flapfix has moved. The complained articles were sent to the responsible product manager for investigation. The feedback was as noted, all clamps appear undamaged. The distances between top and bottom disk ranges from 4.5mm to 7.5mm. All the clamps are still assembled, even after removal from the patient¿s skull. We do assume that either the gap between skull and bone flag was too big, or the clamps were not tightened sufficiently. Only in such circumstances the articles can be removed assembled. No product fault could be detected. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.